Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with an unknown cause. The customer attempted to resolve the issue by changing all supplies and administering a bolus. Subsequently the customer was admitted to the hospital where manual shots of insulin were administered. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.